Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant procedure, while trying to connect the right ventricular lead to the device after fixing the lead to the right ventricle, the physician noticed that the tip of the lead's connector was bent. They had noted that the connector pin came out of the packaging bent. The physician used a new lead and successfully finished the procedure. The patient was stable.